Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 150 mg/dl.